Event description:
The customer reported via phone call that their insulin pump had a piece missing at the top of the reservoir compartment. The customer further explained that the top of the reservoir compartment was breaking off. The customer's blood glucose was 11.1 mmol/l. The customer explained that the damage occurred when the belt clip had broken. The customer disconnected the call. The customer was advised through voicemail to revert to a back-up plan per healthcare provider's instructions and that their insulin pump needed to be replaced. The customer was advised that a replacement insulin pump was sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.